Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the patient states that most of the time it says "retrieving pump settings" when it is stuck at 90% using the ptm. The patient states she has tried both moving and tried keeping in the same position, but it hasn't made a difference. The patient reports a normal implant depth (not too deep nor too close to the skin). The patient states hers will stall at 90% for 1 min to 1.5 minutes and noticed it gradually getting worse over time. An email was sent to the repair department for a replacement handset. App gets stuck at 90% when communicating. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product ID: a820, serial# unknown, software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.